Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The 50 to 70% stenosed target lesion was located in the moderately tortuous and calcified tibialis anterior. This 300cm journey guide wire was selected along with a 6fr non-bsc introducer sheath and 4fr non-bsc guide catheter. These devices were advanced over the tibialis anterior and deeper to the level of the ankle without resistance. It was noted that for no explainable reason the distal tip of the guide wire tore off. The physician was able to catch the distal tip through the 4fr non-bsc guide catheter. It was further reported that the intervention could be successfully finished with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the corewire was fractured near the distal edge of the inconel connector proximal from where the high torque sleeve (hts) meets the corewire. The fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. There was a kink 7 mm distally from the fracture location. Magnified inspection of the core wire at the fracture surface and the adjacent portions of the wire confirmed there was no evidence of any material or manufacturing deficiencies contributing to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The 50 to 70% stenosed target lesion was located in the moderately tortuous and calcified tibialis anterior. This 300cm journey guide wire was selected along with a 6fr non-bsc introducer sheath and 4fr non-bsc guide catheter. These devices were advanced over the tibialis anterior and deeper to the level of the ankle without resistance. It was noted that for no explainable reason the distal tip of the guide wire tore off. The physician was able to catch the distal tip through the 4fr non-bsc guide catheter. It was further reported that the intervention could be successfully finished with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).